Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittenly displayed a "pacer disabled" message and there was no available display. Complainant indicated that there was no patient involvement in the reported malfunction.